Event description:
The facility had stated that the surgeon successfuly implanted a model aq2010v intraocular lens using an aq cartridge. After the implant, the surgeon changed his mind and removed the lens as he felt another style of lens would be better suited to this pt's ocular anatomy. There was no product malfunction and there was no pt injury. The model of injector used to implant the lens was not specified, and the lot numbers for the cartridge and injector were not specified.